Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited low pacing impedance. While re-docking and un-fixating the device to retrieve it, its helix was stretched. The device was not used, and a new one was implanted. There were no patient consequences.